Event description:
It was reported that balloon separation occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd was selected for use. A non-boston scientific (bsc) stent graft was placed for an abdominal aortic aneurysm. The edge of the stent graft became caught at the renal artery ostium, causing the device to extend into the renal artery. Although the express stent was successfully deployed, the non-bsc stent graft's anchor and the balloon catheter became lodged together. When the catheter was withdrawn, the balloon separated from the system and could not be retrieved. The detached portion of the device remained in the patient. The procedure was completed with this device. There were no patient complications as a result of this event.